Event description:
It was reported that the customer had a keypad anomaly and physical damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer stated that the buttons are not responsive at all. The patient was advised that the insulin pump will need to be replaced. The customer stated that there is a crack on upper right corner of screen that wraps around the back. The customer was advised to discontinue use of the the insulin pump and revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal, cracked case at the reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.